Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had risen to high thresholds and there was no capture. By adjusting the device outputs, the physician was able to regain capture. The physician believed that the rising thresholds could be related to medications the patient was taking. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that about ten months later, the right ventricular (rv) lead exhibited high and unstable thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.